Manufacturer narrative:
Analysis found external insulation abrasion in two locations breaching the superior vena cava cable lumen between suture tie impression and superior vena cava shock coil with undamaged cable coating. External insulation abrasion was located at 30.3 ¿ 31.4 cm and 34.6 ¿ 35.5 cm from the distal tip. Also found two internal insulation abrasion breaching the ring electrode cable lumen between shock coils with undamaged cable coating and inner lumen. Internal insulation abrasion was located 14.6 ¿ 15.2 cm and 17.5 ¿ 18.8 cm from the distal tip. The cause of ¿externalized conductors¿ was due to external insulation abrasion consistent friction to another device or feature of patient anatomy and internal insulation abrasion. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient presented for an update procedure unrelated to this event. Upon fluoroscopy review, externalized conductors were observed. The lead was stable and functioning normal. Dft testing was performed which revealed increase in threshold and pacing impedance. Physician elected to replace the lead. Patient was occluded and the lead was explanted and replaced. Patient was stable post procedure.